Event description:
It was reported that a click x mono screw broke. No further information was provided.

Manufacturer narrative:
The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. Actual event date not known. Exact part number could not be identified. Additional product codes for this report include kwq, mnh, mni and nkb.